Event description:
It was reported that the device's volumetric precision was not conformed. The event date is unknown, there was unknown patient involvement.

Manufacturer narrative:
E1: phone: (B)(6). B3: unknown. One device was received for evaluation. Visual inspection found a damaged dso seal. Functional testing was unable to verify or duplicate the reported issue. The service history review identified no indication that the complaint was related to a service of the device within the review period.